Event description:
The account reported the intraocular lens haptic distorted when inserted into the patient's eye. The damaged lens was removed during the same surgery by enlarging the incision. The was no patient injury and surgery was successfully completed.

Manufacturer narrative:
The product was received and inspected under illuminated 10x magnification. A distorted haptic was observed. The lens met all manufacturing specifications prior to release. Our investigations suggests this event was a result of user handling and is not a product deficiency. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.